Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the correct date of implant explantation was scheduled for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-operatively. As a result, the patient was scheduled for implant explantation in (B)(6) 2020.

Manufacturer narrative:
On may 26, 2020, the mentor failure analysis lab has received the device for evaluation. On june 4, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. A tear was observed on the anterior aspect measuring less than 0.1 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 29, 2020, mentor became aware that the patient also suffered bilateral breast ptosis. In addition, mentor also became aware that after the bilateral explantation on (B)(6) 2020, the patient also underwent bilateral replacement with two 540cc mentor moderate profile saline-filled implants (catalog: unk lot: unk). The breast ptosis on the left breast will be reported under mrn: 1645337-2020-06213. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).